Manufacturer narrative:
The reported event was confirmed via visual inspection. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. Complaint history was reviewed, and no similar complaints for this lot were identified. The vlift surgical technique elaborates step-by-step use of expander to insert the implant. The inside threaded shaft retains the implant to the end of the expander by engaging the threaded hole of the implant. Once the inside threaded shaft fully engages the implant, the outer cannulated shaft will come into contact with the implant. The perforated tips of the outer cannulated shaft of the expander must properly line up in between the scallops of the outer distraction ring of the implant. The end of the main shaft of the expander is curved. This unique tip geometry conforms to the diameter of each implant, allowing for maximum contact of the expander and implant during insertion to reduce any play. To ensure this snug fit, it is important to orient the silicon t-handle of the expander perpendicular to the implant during assembly. Once the expander is in proper alignment with the implant, the implant can be placed into the defect and distracted to the appropriate height. Email correspondence confirmed that the above mentioned steps were followed by the surgeon properly. The root cause of the reported event could not be determined conclusively but is potentially due to excessive force applied during implant to inserter assembly.

Event description:
It was reported that a vlift expander fractured intra-operatively during cage insertion. There were no adverse consequences to the patient. The procedure was completed successfully with a two-minute surgical delay using an alternative device.